Event description:
Country of complaint: (B)(6) thread brakes when knotting.

Manufacturer narrative:
Mfg site investigation: samples received: no samples available. There are no previous complaint of this code batch. There are no units in OEM stock. (B)(6) units of this batch code manufactured and distributed. Without closed samples a complete investigation can not be performed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements.